Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump got wet. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that it worked for about 7 hours after that but now has a blank display. Advised customer that the pump would be replaced and insulin pump will be returned for analysis.

Manufacturer narrative:
Pump had blank display due to moisture damage on electronics. Unable to perform idle current test, run current test, self test, off no power test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify dark screen due to blank display. Pump had corroded motor home switch. Pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.